Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had code-139 malfunction. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, d5, e1(initial rep name and email), e2, e3, e4, h3, d9, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions) full initial rep name:(B)(6) the fse that encountered the issue stated that there were no other issues with the unit and that it was operating as intended. The fse replaced the executive processor board (0670-00-0770) as a precaution. The fse completed the pm. The unit was calibrated. All functional and safety tests passed to factory specifications.the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 16 apr 2025. The failure analysis and testing dept. Received part number 0670-00-0770 with a reported unit failure of code 139. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Device fails to boot up properly. Confirmed an issue with the board but no root cause identified. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. At. Root cause: serial data from the power management board is sent while the executive board is still powering up. Most of the time the executive board can deal with the excess serial data without incident. However, in the failure case the executive board throws an error that is not handled correctly and causes the unit to go into system failure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had fault code 139.